Manufacturer narrative:
An event of paravalvular leak (pvl) and aortic valve regurgitation was reported. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. It was indicated that the patient had significant annular calcification at the left coronary cusp (lcc) base, mild annular calcification which may have contributed to the reported event but cannot be confirmed. It was also noted that a post balloon valvuloplasty was performed but was unsuccessful. The patient had moderate central leak, requiring implantation of a non-abbott device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, a cause for the reported pvl could not be conclusively determined. The reported aortic valve regurgitation appears to be related to procedural conditions (leaflet rupture after balloon valvuloplasty). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The aortic annulus was measured with the perimeter as 79.7mm, the area as 490.6mm^2, and the diameter at an average of 25.6mm. It was noted that the patient had significant annular calcification at the left coronary cusp (lcc) base, mild annular calcification, and a calcium score of 4096au. A pre-implantation balloon-aortic valvuloplasty (bav) was performed with a non-abbott balloon. Upon deployment of the valve, a perivalvular leak was detected. The device was implanted. The final implant depth was 4-5mm from the non-coronary cusp (ncc) and 2-3mm from the left coronary cusp (lcc). A post-bav was performed with a 24mm non-abbott balloon. After post-dilation, a moderate central leak was detected on echocardiogram. The patient had a prolonged hospitalization of 7 days to monitor the central leak. On (B)(6) 2024 a 26mm non-abbott valve was implanted valve-in-valve to treat the central leak. The patient status was stable.